Manufacturer narrative:
(B)(4).

Event description:
Procedure: alive kidney transplantation. According to the reporter: when firing on the renal vein, tissue stuck on staples. The surgeon cut the vein and closed the residual tissue stump with sutures. The kidney lost some tissue length because of this incident, but this was no problem.